Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appeared to be use related. One 4.5fr microintroducer, one introducer needle with green hub, and one guidewire were returned for investigation. Blood residue was observed within the green hub of the introducer needle. The sheath had not been split and was received with the vessel dilator. The guidewire was received in its hoop, but the hoop was received without the blue tip straightener. The guidewire was extending 1.4cm from the distal end of the hoop. After removing the guidewire from the hoop, a slight bend was observed 3.4cm from the distal weld tip. A microscopic examination revealed that the weld tip and coil wire were intact at the distal end of the guidewire. A dislocation in the coil wire was observed 1.8cm from the distal weld tip. Dislocations in the coil wire were observed at the proximal weld tip. The grind pattern on the proximal end of the coil wire was misaligned, which indicates that the dislocations occurred after the guidewire was manufactured. A red colored residue was observed within the coil wire, which is indicative of use. The distal tip of the dilator exhibited use residue within its distal tip. A functional test revealed that proximal end of the guidewire would not fit through the introducer needle, which indicates that the damage most likely occurred after the introducer needle was removed from the guidewire. The outside diameter of the guidewire was measured with calipers away from the damaged coil wire and the diameter was within specification. This type of damage can occur if the coil wire is twisted near the weld tip. The wire was most likely damaged after the introducer needle was removed from the wire and before an attempt was made to insert the wire into the distal tip of the microintroducer. A lot history review (lhr) of rebx2401 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the seldinger guide wire cannot be fed into the small hole in the front end of the dilator, which resulted in inability to feed the dilator along the guide wire. On 7/31/2018 - the returned wire is kinked as evidenced by dislocated coils.